Event description:
It was reported that the patient presented in clinic for a follow up. A device interrogation was performed and revealed that their implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. The patient had no adverse consequences due to the event.